Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "after drawing up blood, blood noted to be leaking on floor-blood leaking thru plunger on back end of syringe. This is blood from a transfusion not the patient."

Manufacturer narrative:
H.6. Investigation: one (1) sample was received from the customer for investigation. The sample was returned in a specimen bag. As the customer reported that the sample was used in a blood transfusion the sample was visually examined in the returned specimen bag and was not removed from the bag. Visual examination using unaided vision showed dark spots on the syringe and in the bag. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Bd will be going from a 60ml syringe to a 50ml syringe as it will increase the stability of the plunger rod. A device history record (DHR) review was not able to performed on the batch associated with this investigation as the batch number was not known. CAPA#55639 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "after drawing up blood, blood noted to be leaking on floor-blood leaking thru plunger on back end of syringe. This is blood from a transfusion not the patient."